Manufacturer narrative:
No analysis possible as device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the surgeon attempted to use the bur but the head of the drill would not spin. The top of the bur head had disconnected from the base and was broken. The bur was not used on the patient so there was no patient harm.